Manufacturer narrative:
A ge service representative performed an on site investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.